Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient said the device never worked for them since implant. Patient said they kept "playing with it" and tried to get it to work, but they said forget it and turned off/disconnected the implant. Troubleshooting was not required. Additional information was received from the patient. The patient reported that the stimulator worked but it didn't control the flow of urine and the patient still had to wear a pad like before. They reported that the cause was unknown but that the device just didn't work for them. They reported they stopped using the device and that they wish that they could remove the device from their back. They reported that the issue had not been resolved and that no further action will be taken.: additional information was received from the patient. The callercalled in to inquire how to get the device removed. Reviewed that it is a surgical procedure. The caller reported that the device never worked. Confirmed that they tried the various intensities and programs. The caller reported that a man told them to throw away their external devices. Agent reviewed that was incorrect. They need to have them as long as they have the implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.